Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that, during patient use, the unit gave a low oxygen pressure message after the ventilator was switched from wall oxygen to tank oxygen. The investigation is still in process. Information regarding patient remedial action and outcome has not been provided by the customer.